Manufacturer narrative:
The cannula and lap scissors are being kept at the faculty, therefore no evaluation can be done.

Event description:
Allegedly, per the customer, during a laparoscopic ventral hernia repair, the tip of the metal cannula was bent which shaved off insulation from the lap scissor. The surgeon had to excise burned skin leaving a slightly larger scar, no fragments were left in the patient and a post op follow up indicated the burn was healing with no other intervention required.